Event description:
It was reported that the patient faced an event on (b)(6)2026 where the infusion set cannula was bent upon removal which caused high blood glucose level. The patient managed it with insulin pump.

Manufacturer narrative:
(b)(6) . Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.Reporting Site: 8021545.Manufacturing Site: 3003442380.